Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: distributor, on behalf of customer, reports contamination for cat 221261 lot 1174803."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 04-aug-2021. H.6. Investigation: this statement is to summarize findings regarding the complaint related to catalog number 221261, plate trypticase soy agar 5% sb 100 ea, batch number 1174803 for contamination. During manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record for batch 1174803 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, and no other complaints have been taken on batch 1174803 for contamination. Retention samples from batch 1174803 were not available for inspection. A total of (B)(4) from batch 1174803 were returned as 15 sleeves shipped in a plastic tote with foam padding. Prior to inspection, sleeves were incubated at 20 to 25 degrees c (7 sleeves) and 33 to 37 degrees c (8 sleeves). At three days incubation, plates were inspected and (B)(4) had microbial growth (time stamps 2016-2018, 2223-2225). Three photos also were received for investigation. Two photos each show the agar surface of an opened plate; microbial growth is not clearly seen in these photos. In the photos, there appear to be spots of dried moisture on the agar surface. The last photo features a sleeve label from batch 1174803 for batch verification. The main component of prepared plated media is purified water. The purified water is held in an agar matrix in the media. Release of the purified water as the matrix contracts during temperature cycling and progression through shelf life is referred to as exudation. Other components of the media may be exuded along with the water and may appear like small media particles on the agar. This complaint has been confirmed for dried surface moisture. Dried surface moisture is considered a cosmetic defect. No complaint trends for cosmetic defects have been identified; no actions are indicated at this time. Bd will continue to trend complaints for defects.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: distributor, on behalf of customer, reports contamination for cat 221261 lot 1174803."